Event description:
This lead was implanted on (B)(6) 2006 and was taken out of service on (B)(6) 2011 due to erosion. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).